Manufacturer narrative:
(B)(4). Batch # p94l4a. Investigation summary: the device was returned with the cable cut off, therefore no further analysis could be performed and the alert screen could not be confirmed. The device was disassembled to inspect the internal components and no anomalies were found related to the reported event. However, during this same disassembly and inspection, it was found that there was a cracked internal component; the y-link. The ¿replace instrument¿ alert screen is displayed after receiving two consecutive alert screens and it is advising of a potential issue with the instrument. It could not be determined what may have caused the reported incident of ¿the generator gave a replace instrument message.¿ the batch history record was reviewed and there were no defects, protocols or ncr(s) found during the manufacturing process related to this complaint.

Event description:
It was reported that during a laparoscopic hysterectomy procedure, the generator gave a "clean blade" message. The instrument was removed from the patient, cleaned, and returned to the patient. After several activations, the generator gave a "replace instrument" message. A second like instrument was used to complete the procedure. There were no patient consequences reported.